Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient¿s wife stated that the patient experienced low glucose values in which the patient was attended to by the emergency medical technician¿s (emts). Event details were not provided. Additionally, the patient¿s wife stated that the patient had dementia and refused to test and calibrate the dexcom system and due to this, they have been experienced inaccurate values. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.